Event description:
It was reported that during an unspecified procedure, filter deployment difficulties were encountered. The pt presented with clots. The intended deployment location was below the renal veins. The greenfield ss vena cava filter was advanced, however, the filter would not deploy out of the sheath. When the greenfield ss vena cava filter delivery system was withdrawn, the filter deployed in the right femoral vein, however, the filter legs did not attach to the vessel wall. The physician performed a cut-down to remove the deployed filter through the original access site. Another filter was then successfully deployed. The physician feels that the pt is adequately protected with the deployed filter. Pt treatment was reported as "nothing different except extra suture used". There were no pt complication and pt status was reported as 'ok'. The physician thought that the partial deployment combined with the "distorted device" due to his pulling it, to remove it, may have contributed to the deployment in the femoral.